Event description:
It was reported that the doctor was using the yamane scleral fixation technique to implant a CT lucia 602, it was noted that the haptics disinserted from the optic. Thus, the lens was removed, and a second lens was attempted to be implanted. However, the haptic broke off when it was being pulled out of the trocar. Thus, the lens was removed, and the patient was left aphakic.